Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patients implantable neurostimulator (ins) was "not working". It was stated the patient "turned it on the other day and it was working and I turned it up, both settings to 230 and I can't feel nothing". It was reported the patient had tried making adjustments and "different settings" and he would feel stimulation, but after about 15 mins, he "can¿t feel anything". It was reported to have been occurring for 1-1.5 weeks. It was noted the patient had about 10 surgeries on his left hip in the last 2 years and they finally took the hip out. It was reported he had fallen and popped his hip joint out. It was reported no error codes were seen. The patient was redirected to their hcp. It was reported the patient had no stimulation sensation. It was stated "patients tens unit was not working, cannot feel it fightering". It was reported the patient had many health issues, recently had a hip replacement surgery. It was reported the patient had not seen a pain management physician, he had been managing his stimulator himself. It was reported the device had not been working for 2-3 days prior to the report on (B)(6).